Event description:
After running an elective aortic aneurysm repair for 9 hours (20 bonls). The customer received a pump error message. The customer called the haemonetics hotline and haemonetics advised them to check the pump tubing and clean the pump. Haemonetics received a call the following morning that the pt died and that it was hospital policy to have the machine checked out.